Event description:
It was reported that the customer was hospitalized with high blood glucose between 600 to 800 mg/dl. The patient's symptom was vomiting. Leading up to the emergency room visit, the customer had fallen on the insulin pump earlier that day. The cause of the emergency room visit per the healthcare provider was high blood glucose and ketones. The patient was admitted overnight and discharged the next day. She was wearing the insulin pump at the time of the hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A cracked reservoir tube lip, a scratched case and minor scratches on the display window noted on the insulin pump during visual inspection.